Manufacturer narrative:
(B)(4). H3 device evaluation summary (actual): a used needle/suture broken in several pieces of product code w9114 was returned for evaluation. During the visual inspection of the sample, the suture was broken in several pieces, body fluids and knotted in a suture piece could be observed. Degradation process due to exposure to environment was noted and the ends were cut appears to be by surgical instrument. The product code w9114 contains an absorbable suture and as the sample was received open and used, the time of exposure to the environment could not be determined and no functional test can be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to sample condition the assignable cause of the performance breakage suture is an improper handling. H3 device evaluation summary(samples): seven unopened samples of product code w9114, lot # lk8bwzq0 were returned for evaluation. During the visual inspection of seven unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defect or suture breakage were noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was found. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-82600 and 2210968-2019-82601. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lk88wzq0 is an invalid lot. An attached photo of device packaging appears to show lot number lk8bwzq0. Is lk8bwzq0 the correct lot number?

Manufacturer narrative:
(B)(4) a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A photo has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: did two sutures break in this single procedure? Yes, two sutures broke during the single procedure. Is lk8bwzq0 the correct lot number? We confirm that lk8bwzq0 is the correct lot number. Note: the 2 events are reported in 2210968-2019-82600 and 2210968-2019-82601.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did two sutures break in this single procedure? Lot lk88wzq0 is an invalid lot number. Please provide the correct lot number.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture as used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information has been requested.